Event description:
It was reported that when the grounding pad was removed from the pt a skin burn was discovered on the pt's upper left flank. No additional information could be obtained to date.

Manufacturer narrative:
The investigation of this complaint is in progress. This report will be updated upon completion of the investigation.